Event description:
No new patient or event information to report.

Manufacturer narrative:
Description of event: as reported, the wire of a micropuncture transitionless stiffened cannula access set unraveled during an undisclosed procedure. Access was gained through the femoral artery. When retracting the wire, the tip uncoiled and was retained in the artery wall. The patient will require surgery to remove the wire fragment. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, quality control data, and specifications. The complainant returned one unused mpis-501-10.0-sc-sst from the same lot number to cook for investigation. No damage to the wire guide was noted. A document-based investigation evaluation was performed. One potentially relevant nonconformance was recorded; all affected devices were scrapped. There have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: ¿when inserting, manipulating or withdrawing a device through an introducer, always maintain introducer position. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Withdrawal or manipulation of the distal spring coil portion of the mandril wire guide through a needle tip may result in breakage.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Based on the available information, cook has concluded that patient anatomy may have contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Unknown if the complaint device will be returned for physical investigation. Additional information has been requested. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, the wire of a micropuncture transitionless stiffened cannula access set unraveled during an undisclosed procedure. Access was gained through the femoral artery. When retracting the wire, the tip uncoiled and was retained in the artery wall. The patient will require surgery to remove the wire fragment. No adverse effects have been reported due to this occurrence. Additional patient and event information has been requested.